Event description:
It is reported that the pt was revised due to infection. It is also reported that the pt underwent multiple fluid and debris removal treatments on unknown dates in 2011. The pt developed a staph infection from debris that had passed through the pt's blood stream due to friction from the femoral component and the pt's tendon.

Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. A definitive root cause cannot be determined with the information provided. Evaluation: manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. If the reported implant date for 00-5994-030-12, lot 60035380 is correct, then the device was past the shelf life date. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.